Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 187 and 55 mg/dl. The difference between them could fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.